Manufacturer narrative:
Concomitant medical products: competitor rv lead 4137 dextrus. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: undersensing of ventricular tachycardia in a pacemaker patient: what is the mechanism? Pace - pacing and clinical electrophysiology. 2018; 41(5):553-556. Doi: 10.1111/pace.13313. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s cardiac-resynchronization therapy (crt-p) system. The article reported that during a routine follow-up visit, device interrogation showed undersensing of the ventricular signal four months prior. Of note, the patient did report shortness of breath on exertion over the prior two-three weeks, but did not recall any symptoms four months prior. The device was reprogrammed and appears to remain in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.